Manufacturer narrative:
The event is filed under internal karl storz complaint ID: (B)(4). The affected device has been requested for investigation by the manufacturer. Device was returned for investigation. Device was returned for investigation and the investigation is pending.

Event description:
It was reported that there was a breakage within the shaft and corrosion. No negative impact in state of health reported.

Manufacturer narrative:
Result of investigation: the customer's complaint can be confirmed. The working element shows a break directly behind the fixed handle. The reinforcement tube has come loose at the weld seam and has "burst open" as a result. On closer inspection, you can see that the shaft tube inside the reinforcement tube is also broken. You can see that the inner shaft tube is completely corroded, which is the cause of the break. The working element was repaired in april 2015 and labeled with the new solder, which means that the item is already older. The cause of the fault is due to wear and tear. In the reprocessing instruction it is pointed out that the article should always be inspected for external damage and that the article should be completely dried after each reprocessing. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
An incorrect address was provided in section g1 in the initial report. This supplemental report is to provide the correct contact information for this section. The event is filed under internal karl storz complaint ID: (B)(4).